Event description:
This lv leas was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed to technical services on 11/02/2016 stating that this lead have increasing threshold from 2v to 4.5 v. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).